Event description:
Product was returned as an implant failure after a month. Based on the report, bone condition of the pt was described as moderate and oral hygiene was described as good. The pt's medical history was not given. Surgery was on tooth #20. No bone augmentation material was used. The doctor indicated that the pt felt pain, and the initial fixation was loose.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. The exact reason for the implant's failure to osseointegrate and for the pain is unk.